Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurring alert 63 indicating a haptic communication error, which reappeared after multiple user-initiated restarts; the device was replaced and the user was advised to revert to backup therapy. Symptoms included no changes in blood glucose and no clinical effects. Outcomes included temporary interruption of usual device therapy and use of backup therapy, without hospitalization or medical intervention. Investigation included customer troubleshooting, and receipt and inspection of the returned device. Investigation of this case revealed a suspected internal communication malfunction of the haptic subsystem consistent with a vibe i2c communications fault. Investigation of the device engineering logs confirmed previous alert 63 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.